Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead had varying and high impedance, and several fast ventricular high rate episodes were recorded. It was also reported that there was oversensing. The lead is still in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the ventricular lead had varying and high impedance, and several fast ventricular high rate episodes were recorded. It was also reported that there was oversensing. It was later reported that the lead was capped and replaced. No patient complications were reported as a result of this event.